Event description:
The device was implanted via v-p shunt at 100mmh2o on (B)(6) 2014 to the patient with subarachnoid hemorrhage ((B)(6)). The patient¿s condition was unstable after implantation and the doctor had to change the setting of the pressure several times(100mmh2o->170mmhso->120mmh2o->100mmh2o). It was noted that he had to try 4 or 5 times before it actually was set to each setting. He suspected the malfunction of vpv programmer and replaced it. However, the patient¿s condition was not improved. He also checked the patency of the valve and catheter, and they did not seem to be occluded. He decided to conduct the revision surgery and the valve was replaced with the same new product (82-3842) on (B)(6) 2014. The setting pressure of the replaced valve is unknown.

Manufacturer narrative:
At the present time this complaint is considered closed.

Manufacturer narrative:
The position of the cam when valve was received was 120mmh2o. The valve was visually inspected; no defects were noted. Only needle hole in the needle chamber was noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. Only leaked from the needle hole. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3842, with lot number cppbr3, conformed to the specifications when released to stock on the (B)(6) 2014. No root cause could be determined, as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.